Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During insertion of the device, the plastic tip bent on the needle and appeared to have cracked. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual product was returned for evaluation. The product was used and the tip of one of the needles was bent. The device cannot fit in the blister packaging without both needles being locked onto the guides. The product arrived with the bent needle on the guide, but not locked. During the evaluation the needle could not be locked back on the guide due to the location of the damage on the needle. Based on the location of the bend in the needle, this could not have happened if the needle was properly locked on the guide as it is when packaged from the manufacturing site. This suggests that the needle had been reintroduced on the guide and was not properly locked.